Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: review of the black box data revealed the last bolus delivery was recorded on (B)(6) 2016 at 09:46. There were no records of activity outside of normal use observed in the black box. The total daily dose added up to correctly reflect the user¿s programmed total bolus delivery. The keypad buttons and the audio bolus button were intact without damage and had normal response when tested. A (B)(6) unit normal bolus and (B)(6) unit audio test bolus was performed and both delivered correctly and without delay. The pump accurately recorded these bolus deliveries at the correct time and in the correct order. The pump was determined to be performing within the required specifications without malfunction. Investigation did not duplicate the alleged ¿delayed bolus delivery¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the customer complained that the insulin bolus delivery emits delayed, although the setting is set to normal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.